Event description:
Q: is there a concern with this lead with low pacing impedance values and low r waves since it is on advisory with boston scientific? D: boston scientific 0292 endotak single coil lead with impedances around 68 ohms implanted in 2017. Impedances at time of implant are not known. R: noted to caller that the boston scientific advisory is related to high/rising defib impedance values. This lead shows low ttc pacing impedances (190 ohms impedances since at least 2022). Impedance values and r waves have remained stable but low in this integrated bipolar lead with no ring electrode. Defib impedance shows 66 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).